Event description:
Out pt presented for magnetic resonance of the brain. He was provided a locker and instructed to remove all metal objects, wallet, watch & anything with a magnetic strip. Pt completed magnetic resonance checklist. Staff placed pt on magnetic resonance table and slid him into the gentry. Staff then noticed an object in the pt's left shorts pocket, bulging as it was affected by the magnetic field. Staff questioned pt if he had something in his pocket. He felt down and said he did. Instructed to hold on to pocket and staff would remove from the bore. As pt was slid out, the object (nail clippers) flew out of his pocket and struck him in the left eye.